Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved out of the annulus as it was completely released from the delivery catheter system (dcs). The valve was snared and moved into the ascending aorta. A second valve was implanted in the annulus. Moderate paravalvular leak (pvl) was noted after deployment. A post-implant balloon aortic valvuloplasty (bav) was conducted which resolved the pvl. No additional adverse patient effects were reported. Both valves remain implanted.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Investigation conclusion: it was reported that the valve dislodged at final deployment. Potential factors that can influence valve movement at final deployment include tension applied on the dcs as well as interaction between the system and patient anatomy. A root cause could not be established from the information available. A second valve was implanted with a moderate paravalular leak noted for which a conclusive cause cannot be determined. A post implant balloon dilatation resolved the leak. (B)(6).